Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional suffered cardiac tamponade and heart block, which required pericardiocentesis, a temporary pacing wire, and surgical intervention. The patient expired several days later from sepsis, a complication of the surgical intervention. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). Concomitant medical products: carto 3 (11505), smartablate generator (s/n:(B)(4)), smartablate pump (s/n:(B)(4)), cs catheter (cat: 37s94r, lot: 17296373m), soundstar catheter (cat:10439011, lot:e8006491), st.jude supreme (cat:401450, lot:5144303) agilus sheath (cat:408310, lot:5139096), and transeptal needle (cat:b407206, lot:4541738). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional suffered cardiac tamponade and heart block, which required pericardiocentesis, a temporary pacing wire, and surgical intervention. The patient expired several days later from sepsis, a complication of the surgical intervention. The injury was discovered when a smart touch catheter was being used during mapping in the left ventricle (lv) and confirmed using intracardiac echocardiography (ice). A medical intervention provided was a pericardiocentesis and a liter and a half of fluid was withdrawn. The patient required cardiothoracic surgery to repair the perforation. The patient was severely hypertensive. The patient was having frequent pvcs. The patient had baseline right bundle branch block (rbbb). Temporary epicardial pacing wires placed for complete heart block. No anomalies were found on the catheter during the procedure the patient expired on (B)(6) 2015, due to acute cardiac arrest and multi system organ failure, while recovering from the open heart surgery. The physician's opinion regarding the cause of this adverse event is that bowel necrosis was the cause for sepsis and eventual death at the time of the procedure, the patient had bowel obstruction. The lv perforation and need for surgical intervention was not a direct cause but may or may not have exacerbated this condition. A transseptal puncture was performed by using st. Jude transeptal needle (catalog :b407206, lot:4541738) and st jude agilus sheath (catalog:408310, lot:5139096).